Event description:
It was reported that during testing, the console displayed that needs an alignment. It was noticed that the aiming beam output from arm was hitting the side of the arm and is out of alignment. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the aiming beam and the rear mirror assembly were out of alignment. The fse re-installed the arm and performed an alignment of the console aiming beam. After that, the console worked as intended, thus confirming the reported event. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event of articulated arm - misaligned was defined in the risk documentation. Based on the limited information available, a conclusion code of concluded as cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during testing, the console displayed that needs an alignment. It was noticed that the aiming beam output from arm was hitting the side of the arm and is out of alignment. There was no patient involved.